Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿when rn was removing the tubing from the IV pump, the safety mechanism as designed failed to engage."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿when rn was removing the tubing from the IV pump, the safety mechanism as designed failed to engage."